Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's family member called to report that the implantable cardiac monitor (icm) was protruding out of the pocket. A follow up with the patient's healthcare provider yielded that the device had fallen out of the pocket. The physician elected not to replace the device. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.